Event description:
Endophthalmitis [eye infection nos]. A nurse reported that two patients developed endophthalmitis after the use of healon gv during an unspecified procedure. This is the report of the second patient. A patient developed endophthalmitis in 2002 after the use of healon gv (lot# 5044550). The organism was identified as staph epidermidis. Further information was not provided. See also healon gv argus # 2002121757us for the report of the first patient. This report replaces MFR. Report # 9610566-2002-00012. Case comment: endophthalmitis can occur in an acute or a chronic form after cataract surgery. It is characterized by ciliary injection, conjunctival chemosis, hypopyon, decreased visual acuity, and ocular pain. The acute form generally develops within 2-5 days of surgery and has a fulminant course. Common etiologic organisms are gram-positive, coagulase-negative micrococci, staphylococcus aureus, streptococcus species, and enterococcus species. Chronic endophthalmitis is caused by organisms of low pathogenicity, such as propionibacterium acnes or staphylococcus epidermidis. It typically is diagnosed several weeks or longer after surgery. Signs include decreased visual acuity, chronic uveitis with or without hypopyon formation. Treatment of endophthalmitis consists of culturing aqueous and vitreous aspirates, followed by administraton of intravitreal, topical, and subconjunctival antibiotics. The information provided in case is insufficient for a proper causality assessment. However healon is released after specific quality controls that excludes the likelihood of infective material being present in the contents of the vial it is supplied. It appears not to be a batch related issue as there are no other similar reports than in the two cases reported from the same source. Based on the information received it is unlikely that healon is the causative factor for the endophthalmitis.